Manufacturer narrative:
A review of the device history records is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reported the following event: it was reported that the 5.0mm flexible shaft broke in two at the proximal end during an intramedullary nail reaming procedure on (B)(6) 2017. The surgery was successfully completed without any delay or harm to patient. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device history records review was conducted. The report indicates that the: part #352.040; lot#2700729. Manufacturing location: (B)(4). Manufacturing date: 16.feb.2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation action was conducted/performed. The report indicates that the: the 352.040 lot number 2700729 5.0mm flexible shaft was returned and reported to have broken intra-operatively. This condition is confirmed; the proximal coupling section has broken off where it steps down to the longer flexible portion of the shaft. The fracture surface is mostly shear with a small protruding triangular chip. The device was manufactured in 2/2011 and is over six years old. The balance of the returned device is in fairly worn condition with some markings and signs of wear along its length. This complaint condition was likely caused by over six years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, DHR review, and drawing review were performed as part of this investigation. No new malfunctions were observed during the course of this investigation. The 352.040 5.0mm flexible shaft is an instrument routinely used in the flexible reamers for intramedullary nails system. A was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. This complaint is confirmed. Synthes manufacturing location was discovered upon receipt of subject device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.